Event description:
It was reported that a right atrial leadless pacemaker dislodged into the hepatic vein during the initial implant. The device was successfully retrieved and replaced to complete the procedure. Patient experienced embolism but was stable during the event.